Manufacturer narrative:
Block h6: device code a0401 is being used to capture the reportable issue of pull wire break. Impact code af23 is being used to capture the retrieval of one piece of the broken pull wire that detached inside the patient.

Event description:
It was reported to boston scientific corporation that a radial jaw forceps was used in the ureter during a thoracoscopy with pleural biopsy procedure performed on (B)(6) 2023. During the procedure, the pull wire became dislodged inside the patient. While one piece was successfully retrieved, the other piece could not be located. The pleural space was completely suctioned, but it remains uncertain if the missing piece was retrieved with the fluid. Another radial jaw forceps was used to complete the procedure. There were no patient complications as a result of this event.